Event description:
The patient and medtronic representative could not get the battery to recharge. The device was explanted and replaced with a non-rechargeable battery, and the patient was doing "very well." The patient recovered without sequela.

Manufacturer narrative:
The device has been returned for analysis. A follow up report will be sent when analysis is complete.

Event description:
Additional information received. The patient alleged that the ins replacement was "due to a defect in the ins."

Event description:
It was reported there were coupling/communication issues while recharging in (B)(6) 2011. The patient had not needed the stimulation for the last 3 months and remembered recharging a "few" months prior. An overdischarge was suspected, and patient education was the primary reason for the overdischarge. The patient performed "several" physician mode recharges (pmr) at home but the battery had not responded. The patient was going to follow up with her physician to possibly replace the battery with a non-rechargeable. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 3888-45, lot #v184882, implanted: (B)(6) 2010, lead: model 3998, lot #v342014, implanted: (B)(6) 2010, lead: model 3888-45, lot #v355428, implanted: (B)(6) 2010, extension: model 3708220, serial #(B)(4), implanted: (B)(6) 2010, extension: model 3708260, serial #(B)(4), implanted: (B)(6) 2010, programmer: model 37743, serial #(B)(4), recharger: model 37752, serial #(B)(4).

Event description:
Additional information received noted that the patient will have a prime battery implanted in the near future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The stimulator model 37712, serial number (B)(4), was analyzed and was found to be at "end of service" due to three overdischarges.